Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been shocked one time by the cardiac resynchronization therapy defibrillator (crt-d) and the patient believed it was due to atrial fibrillation (af). It is unknown at what point in the life of the device the reported shock occurred. The device was ultimately replaced due to having reached the elective replacement indicator (eri). Follow up yielded no further information. No further patient complications have been reported as a result of this event.